Manufacturer narrative:
According to the description of the event, an incompatibility between a femoral trial component and the associated screw was discovered during the incoming goods inspection. The products in question were provided for an optical examination. The screw is still firmly stuck inside the femoral component. A removal of the screw without further damaging the products is not possible. Minor damage is repeatedly present along the outer rim of the connection area of the femoral component. The malfunction was discovered during the incoming goods inspection. Therefore, there was no patient involvement and consequently no health impact. The manufacturing documents and the material certificates of the femoral component, as well as of the screw, were checked. These did not reveal any errors. The surgical techniques and instructions for use were also checked and showed no deviations. During the manufacturing and sterilisation processes, tests are carried out to ensure that the screw can be screwed easily in and out of the femur. This standard procedure is carried out on all femoral components of an instrument container before the instrument container is dispatched to the costumer. Furthermore, during this internal testing, a trial stem/ offset adapter is connected to the trial femur. Based on the available information, no design or manufacturing errors could be determined. It can only be assumed that the malfunction can be attributed to a random failure of a component regarding the trial femur and the associated screw. The reason why the screw got stuck inside the femoral component could not be determined and remains unclear. It is possible that the screw was screwed in at an angle/ tilted during the incoming goods inspection. Following the attempt to unscrew the screw or to screw it in further, it could have seized up, making it impossible to remove. Another possibility could be that the screw was already stuck inside the femur before it was sent to the customer. However, as already described above all femoral components and their screws will be tested before they are sent to a customer to ensure a smooth running of the screw. Nonetheless, as a preventive measure, the responsible staff were made aware of this malfunction. The event was assigned to the error pattern "clamping of connections/ combinations" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: "when the container was qc checked after being returned from a loan kit booking , I noticed the trial (4r) screw was not engaging in the femoral component . I observed that the screw thread is overly tight, causing the metal to wear away from the components and not screw in and out of the component without any force." Note: the malfunction of the products did not occur intraoperatively, but during the incoming goods inspection. Therefore, there was no adverse impact on any patient as there was no patient involved.